Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that the pump was within the allowable operating altitude range; however, a cartridge alarm 06 occurred. Reportedly, the customer reverted to manual injections for insulin therapy. The customer's blood glucose level was 299 mg/dl.